Manufacturer narrative:
(B)(4). Investigation summary : the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices with the product code that were released to distribution. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the shaft on their truespan 12 degree peek broke. The sales rep reported that no anchors were deployed. The sales rep confirmed that there was no damage to the meniscus. The procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case therefore could not provide any further information. The sales rep reported that the device has been discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.